Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in regarding unexplained high bg's. T/s per dop. Customer's bg is: 210. Customer did not contact their hcp for high bg's. Customer has treated for their high bgs. Customer was on a cruise ship and a paramedic treated customer for high bgs. Nothing further reported.